Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was cracked, and the image had color and no image problems. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problems were caused due to a cracked cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a dark image with interference. There were no reports of patient harm.